Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission with alerts for low impedance on the atrial lead. Upon examination, it was discovered that the atrial lead had impedance below acceptable range in two days in a row. Atrial lead sensing and capture appeared normal. It was recommended that the patient be brought in for additional testing. There were no patient symptoms reported.